Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds were noted on the right ventricular (rv) his bundle lead. Premature battery depletion was also noted on the implantable pulse generator (ipg). The ipg was explanted and replaced during an upgrade procedure. The rv his bundle lead was plugged into the left ventricular port and remains in use. An additional rv lead was implanted. No patient complications have been reported as a result of this event.